Event description:
(B)(4). The provider states this unit has no working alarm. She states this is a rental unit and the end user had a backup o2 device at the time. The provider didn't have additional information available (B)(4).